Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and device breakage ('fracture') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure: yes information received: placement of the right essure was more difficult.". The patient's previously administered products included for an unreported indication: ibuprofen, acetaminophen and hydrocodone. Concurrent conditions included alzheimer's disease and hypertension. Concomitant products included desogestrel;ethinylestradiol (apri) since 2010 to october 2017 for contraception, losartan since (B)(6) 2015 for hypertension as well as nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems (condition: mental anguish") and depression ("psychological or psychiatric problems (condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the device breakage, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Treatment received for pelvic pain, fracture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and device breakage ('fracture') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure: yes information received: placement of the right essure was more difficult.". The patient's previously administered products included for an unreported indication: ibuprofen, acetaminophen and hydrocodone. Concurrent conditions included alzheimer's disease and hypertension. Concomitant products included desogestrel;ethinylestradiol (apri) since 2010 to (B)(6)2017 for contraception, losartan since (B)(6)2015 for hypertension as well as nsaids since (B)(6)2015 and paracetamol (acetaminophen) since (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2015, the patient experienced anxiety ("psychological or psychiatric problems (condition: mental anguish") and depression ("psychological or psychiatric problems (condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had resolved and the device breakage, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Treatment received for pelvic pain, fracture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: fracture. Outcome of previously added events pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure: yes information received: placement of the right essure was more difficult.". The patient's previously administered products included for an unreported indication: ibuprofen, acetaminophen and hydrocodone. Concurrent conditions included alzheimer's disease and hypertension. Concomitant products included desogestrel;ethinylestradiol (apri) since 2010 to (B)(6) 2017 for contraception, losartan since (B)(6) 2015 for hypertension as well as nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems (condition: mental anguish") and depression ("psychological or psychiatric problems (condition: depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, placement of the right essure was more difficult. Reporter information, medical history, concomitant drug, family history, events onset date, event outcome, essure insertion and removal date were added. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.